Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing that resulted in a loss of pacing. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As the lead was not able to be returned, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.